Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2016 that the receiver showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The share log was reviewed and the logs did not show anything related to the customer complaint. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.